Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the coating of the insertion tube peeled off was caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection 3.2 inspection of the endoscope". ¿inspection of the endoscope. 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformation or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the fiberscope had an image defect. During the device evaluation, the following reportable malfunction was found: the connecting tube has coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the water tightness was lost due to a pinhole on the connecting tube, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, the angulation lever would not move smoothly due to damage, the control unit had discoloration, the venting connector under grip was shaved, and the indication on the light guide connector was unclear. The following had scratches: the eyepiece, scope cover, grip, control unit, up/down angulation lever plate, and angulation lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.